Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure facility, personnel commanded the table to unlock in order to turn the table. During this movement, the table started to tip downward at the head section. Personnel were able to stabilize the table and the procedure was completed successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Section 2.2 of the operating instructions states, "warning - tipping hazard: do not place patient on the table unless floor locks are engaged." Additionally, section 2.2 of the operating instructions also states, "warning - personal injury hazard: the floor locks must be engaged at all times when a patient is on the table. Failure to engage the floor locks before placing a patient on the table or disengaging the floor locks while a patient is on the table could result in the table rolling unexpectedly during the procedure." After the user facility unlocked and moved the table and attempted to relock it, they reported that the table would not stay locked. A steris service technician inspected the table and found hydraulic fluid to be leaking from the hydraulic pump reservoir. The technician made the repairs, confirmed the table was operating to specification, and returned the table to service. The account manager discussed with user facility staff the potential hazards of unlocking a table while a patient is present. No additional issues have been reported.